Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms. The impedance has been gradually increasing since implant. The lv lead is configured to sense and pace between the lv ring 2 and lv ring 4. Boston scientific technical services (ts) noted that this configuration tends to have higher impedance measurements than some other configurations. Ts advised continued monitoring at this time. This product remains in service. No adverse patient effects were reported.